Event description:
Customer reported meter results of 291 mg/dl, 186 mg/dl, and 146 mg/dl within 10 mins on the advantage system. Customer reported no pt symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the sys, replacement was sent.